Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was difficulty taking a reading. The patient electronics systems (pes) was troubleshooted and included booting the pes. The pes was located on the left side of the adjustable bed and was plugged in to a power strip. The global system for mobile communications (gsm) was at 5 bars. The reading was started without the patient, white 29, and then canceled. In normal position, the head was over the headrest, shoulders were below the headrest, and right shoulder was off of the pes. There was a defibrillator, pacemaker, and left ventricular assist device (lvad). There were no belt buckles, suspenders, tv remotes, tablets, smart watches, and no coin. A cell phone was confirmed to be 4 to 5 feet away from the pes. The pes started reading and it was green, and transmission was successful. It was requested for the patient to take another reading. The patient would be called back. The cause of the problem was undetermined. The reading and transmission were successful. A patient callback was needed. No replacement was needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 6 of the IFU, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and appendix c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Appendix c further states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.